Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump. Reboots occurred with the returned cap. A test cap was able to fully attach on to the pump. The pump was then exercised for 24 hours with no power loss. The pump cover was opened and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display was discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was allegedly cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.